Event description:
A malfunction was reported by the customer involving a specific malfunction alarm with reset capability. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, but since the malfunction recurred, the decision was made to replace the pump. The customer was informed about the replacement process, including backup therapy using multiple daily injections (mdi), and was instructed to return the problematic pump using a pre-paid label and return box.